Event description:
It was reported that during defibrillation threshold (dft) testing at the patient followup, t-wave oversensing (twos) lead to a shock and was noted on the stored shock electrograms (egms). The right ventricular (rv) lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d154awg implantable defibrillator 2008-(B)(6), 5076 implantable pacing lead 2008-(B)(6). (B)(4).